Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the fault logs recorded several autofill failure (fill fail - shuttle purge timeout 0x5) alarms. The fse was unable to duplicate any failure when iabp was exercised on a test catheter and patient simulator. The pim was inspected for blood and condensation. All manifolds tests passed including pim leak test. Drive regulator calibrations were adjusted to spec. The unit passed all calibration, performance and electrical safety tests according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.